Event description:
(B)(6) reported the head broke inside the patient during reaming. It was a fresh fracture, not pseudoartsose. The surgeon and nurse were experienced.

Manufacturer narrative:
Device was used for treatment. Device is exempt. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.